Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the touch screen does not work. The customer reported there was no patient involvement.

Manufacturer narrative:
Resolution and disposition: the customer reported the touch screen was replaced to address the reported problem.

Event description:
The customer reported the touch screen does not work intermittently. The customer reported there was no patient involvement.